Event description:
It was reported that the lead was explanted because it was loose. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. This information is based on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was explanted because it was loose. No patient complications have been reported as a result of this event. Additional information was received via a journal article was reviewed that contained information regarding this lead. Information was obtained through follow up that the patient received inappropriate therapy and/or the lead showed oversensing. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.